Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) and reported a low blood glucose (bg) episode. The reporter indicated that the patient woke up feeling low with a bg level of "56 mg/dl." The patient felt sweaty and low during the time of concern. He was treated with 10 grams of carbohydrates. It is unknown who provided the treatment. Thirty minutes after receiving the treatment, the patient's bg level had increased to "109 mg/dl." Through a review of the pump, the anm representative involved in this contact noted that the pump's basal rate was incorrectly set to "3.35 units/hr" on (B)(6) 2012, at 9:30 pm. The following morning at 6:30 am, the patient corrected the pump's basal rate to "0.35 units/hr". The patient had been receiving an extra 3 units per hour for a 9 hour period prior to suffering the low bg event. Through troubleshooting, the patient's father confirmed that the pump's settings were now correct. There was no evidence of a pump malfunction found with a review of the device. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient suffered a low bg level, had symptoms, and received treatment. It is unclear if the patient was treated by another person or if he administered self-treatment. However, the patient's injury can be attributed to use-error considering the he suffered the low bg event after incorrectly setting the pump's basal rate.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.